Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was contaminated and could not be advanced into the septum. The rv lead was replaced, and a new lead was implanted. The patient was stable throughout the procedure.